Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced hypoglycemia on (B)(6) 2026 and was treated with carbs. No further information available.